Event description:
It was reported, the physician implanted a new lead. It was undetermined whether the lead replaced an existing lead or whether the lead was an addition.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.